Manufacturer narrative:
(B)(4). The cause of the cell-dyn 4000 vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn 4000 vent needles (revision g) and replace with a new cell-dyn vent needle (list number 02h61-01, revision h).

Event description:
The cell-dyn 4000 is a multi-parameter, automated hematology analyzer designed for in-vitro diagnostic use in clinical laboratories. The vent head assembly and vent needle are customer orderable consumables which customers manage in their inventory, for as-needed analyzer maintenance. On (B)(6) 2010, while performing the system prime test of the cell-dyn sapphire analyzer, a manufacturing technician observed the aspiration probe was hitting the top portion of the vent head assembly and would not go all the way down. Upon further evaluation, it was found that vent needle was not manufactured correctly by the supplier. In the potential failure mode, the analyzer may generate incorrect low hemoglobin results that are undetected due to the nonconforming vent needle. This issue impacts samples run in the closed mode only; samples may be run in the open mode. There is no delay in the generation of patient results. A product recall has been issued and reported for the cell-dyn 4000 vent needle and the cell-dyn sapphire vent head assembly to (B)(4) on (B)(4) 2010. Abbott has not received any reports of adverse events related to this issue.